Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
During the implanting of an inbone total ankle replacement, and the morse taper on our tibial tray was not seating correctly into the base stem.